Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right partial knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges experiencing pain and swelling in the right knee. Additionally, patient alleges the ability to only take short walks with rests, problems with their ankles and a very painful left knee. The patient underwent an initial left partial knee arthroplasty on (B)(6) 2012. Patient alleges symptomatic hips on (B)(6) 2012. Patient additionally alleges pain in both knees and right hip on (B)(6) 2014. There as been no reported revision to date.